Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system device history records review was conducted. The report indicates that: DHR review for: part: 314.070 / lot: 3024077; manufacturing location: (B)(4); manufacturing date: 07 nov. 2008. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the surgery the screwdriver, hexagonal, small 2.5mm, with groove broke. Very small fragments were generated, like a crack of the material, broke from the screw driver, the fragments were removed, no other medical intervention was required. No prolongation of the surgery was reported. Patient outcome is unknown and the procedure was completed successfully. This compliant involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). A product investigation was completed: our investigation shows that the tip of the screwdriver is broken off as complained in the device report. The missing tip was not returned for evaluation. The relevant all over length of the screwdriver cannot be measured due to its broken off condition. There are traces of use visible on the instrument. The review of the production history revealed that this item was manufactured in november 2008 according to the specifications. No material related issues that would have contributed to this complaint were found. Since this instrument is quit old this complaint is considered as normal wear and tear after use. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.